Event description:
Company representative reported the menu button on the infusion device does not function correctly. She reported it looks as if the customer used his thumbnail and pressed the button into the infusion device. The infusion device was replaced and requested for evaluation. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.